Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that a male child patient experienced high blood glucose level which they tried to treat with multiple daily injection and correction bolus via pump. On (B)(6)2020 (at the time of the event), his blood glucose level was 518 mg/dl, due to a bent/ kinked cannula and it was noticed when the site was removed, which resulted to visit to the emergency room. Moreover, he had high ketones, which his health care professional assessed as dangerous/life threatening. Further, he stayed in the emergency room for a few hours and left from there with a blood glucose level under 200 mg/dl and was in a stable condition but was throwing up. Subsequently, he was admitted to pediatric hospital where he received fluids of saline and insulin and an unknown medication intravenously (drug name unknown) which resolved the issue. The patient was released on the same day and had no permanent damage. The infusion set was used for less than a day and there was no damage when the package was first opened. It was also stated that the infusion set was replaced, and insulin was resumed successfully. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.